Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unwanted stimulation in the wrong location. The patient¿s target area is the lower leg and has been programmed for the whole leg, but the patient felt stimulation in the left testicle. Multiple reprogramming attempts have been unsuccessful. The patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent a successful trial. The patient may now be awaiting additional surgical intervention.

Event description:
Follow up information identified the physician relocated the patient¿s lead to t-12 on (B)(6) 2018. Postoperatively, effective therapy was reported. The patient also confirmed he is no longer experiencing unwanted groin stimulation.